Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level in the 400's mg/dl range. The customer performed a supply change and delivered a correction bolus to address the bg level. A system check was performed using the current supplies and the pump performed as intended. The customer declined to remove their infusion set site as their bg level was decreasing. Reportedly, the customer uses apidra insulin in their cartridge.